Manufacturer narrative:
Over a month later, this issue was again addressed. It was reported that this patient is very physical and plays golf. The device is also implanted on the right side. The noise could be recreated and again inhibited pacing. When the patient exerts from the right side to the left with their arm the electrocardiogram shows noise. However, the threshold, sensing and impedances are fine. Technical services discussed the episodes and this information was to be further reviewed with the physician.

Manufacturer narrative:
The complete lead was return to boston scientific's quality assurance laboratory. Set screw marks were noted on all terminal connectors. A cut (thru) in the trilumen insulation (rs- lumen) where the suture footprints are, was likely due to the removal of suture. The clear ma was torn/separated from the gore at proximal end of the spring electrode and the proximal spring was stretched at this point. Distal shocking coil was separated from medical adhesive bonding at the proximal end. The lead body was slightly twisted which was likely from the extraction of the helix. There was gore abrasion noted on distal shocking coil proximal region. The field allegations were not confirmed through analysis as the electrical resistance test showed all conductive paths to be within specification.

Manufacturer narrative:
It was later reported that the pacing inhibition was less than 2 seconds and that this patient had an underlying rhythm and was not device dependant. No further resolution at this time. The patient is scheduled to be seen by their physician and continued latitude monitoring.

Manufacturer narrative:
This issue was again to be addressed with the physician. Information suggests this device and lead remain in-service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on this defibrillation lead which was reproducible. Sensitivity and programming changes were discussed. No further information was provided initially. Nearly eight months later, noise was again reported with pacing inhibition reported. There were no patient symptoms reported as a result of this inhibition.

Manufacturer narrative:
The lead was later explanted due to shock impedances greater than 125 ohms. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.